Event description:
It was reported that the patient underwent an initial hip procedure on an unknown date. Subsequently, the patient was being considered for a revision due to a fractured cup. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: unk zimmer anatomic 6 degree taper. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Attempts have been made to gather all product identification information and no further information has been provided. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Radiographs were provided and the two undated x-rays reviewed and not submitted to mmi due to the inability to correlate the images with the allegation. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.